Manufacturer narrative:
The device handle was returned to olympus for evaluation; however, the clip was not. A visual inspection was performed on the received device and found the red stopper and the black protective cap missing, possibly removed prior to use by user. The device exhibited evidence of use. The tube sheath was noted to be moved towards the proximal end (handle side) exposing the coil distal end. There were no kinks or damage on the tube sheath and the tube coil. The components at the distal end of the handle were tested and found to function as intended. The exact cause of the reported event cannot be determined. The instruction manual warns users ¿do not insert the instrument into the endoscope if the stopper is not attached to the tube sheath between the tube joint and control section. Otherwise, the clip will extend from the tube sheath. It may also cause the insertion portion of the instrument to extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument.¿

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure in the sigmoid colon, the quick clip would not deploy properly and the patient¿s mucosa was torn. There was minor bleeding observed that was resolved using another clip. No device fragment fell into the patient. The intended procedure was completed.